Manufacturer narrative:
Attachment: user facility mandatory medwatch report (B)(4). At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received, which stated the following: "omni flow pump failed. Stopped pumping IV fluids while patient dependent on epinephrine and dopamine drips resulting in patient's systolic bp, blood pressure, dropping to the 50's and the patient became nonresponsive. Patient bagged for about 2 minutes while pump was changed out. Then patient became oriented and alert after blood pressure rebounded to 90's. Non-rebreather placed on patient and was suctioned multiple times to clear airway. Patient never lost pulse. Abg's, arterial blood gas, taken on nrb, non-rebreather. Physician notified of the entire incident. Omni flow pump labeled "non-functional" and placed in biohazard room. (Equipment sequestered) and sent to biomed for evaluation. Problem could not be reproduced by biomed. Ultimately, patient improved and patient had no further distress." Upon further query the following information was provided. The pump was returned to the biomedical engineering department with an unsigned note that stated "shutdown, non functional, stopped during treatment." During testing by the user facility, the device functioned as intended. Though requested, no additional information was provided.